Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. (B)(4). There was patient involvement.

Manufacturer narrative:
Additional information : medical device serial #, device manufacture date, imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: a0705 - battery problem. A141203 - failure to pump. F27 - no patient involvement. E2401 - insufficient information. There was patient involvement. A report was received from health canada's canada vigilance program which states, "pump failure. Message flashed on pump/ battery dislodged flashed on screen and then pump died occurred to both pumps." The customer reported that there was no harm.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: a0705 - battery problem. A141203 - failure to pump. F27 - no patient involvement. E2401 - insufficient information. There was patient involvement.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: a0705 - battery problem a141203 - failure to pump f27 - no patient involvement e2401 - insufficient information there was patient involvement. A report was received from health canada's canada vigilance program which states, "pump failure. Message flashed on pump/ battery dislodged flashed on screen and then pump died occurred to both pumps."